Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a syncopal episode that caused the patient to fall after losing consciousness and required staples to repair the head laceration. The physician noted that there was intermittent loss of capture (loc) on the right ventricular (rv) lead. Pacing inhibition for six seconds was found. In addition, an increase within range on the pacing impedance measurements with high capture thresholds were observed. Noise oversensing was also present and as a result there was brady pacing delivered when not required. Reprogramming options were recommended. Isometrics tests were performed, and the noise was not reproduced. An external pacemaker was required. However, this pacemaker was explanted and successfully replaced along with the rv lead. No additional adverse patient effects were reported. This device was returned to boston scientific.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a syncopal episode that caused the patient to fall after losing consciousness and required staples to repair the head laceration. The physician noted that there was intermittent loss of capture (loc) on the right ventricular (rv) lead. Pacing inhibition for six seconds was found. In addition, an increase within range on the pacing impedance measurements with high capture thresholds were observed. Noise oversensing was also present and as a result there was brady pacing delivered when not required. Reprogramming options were recommended. Isometrics tests were performed, and the noise was not reproduced. An external pacemaker was required. However, this pacemaker was explanted and successfully replaced along with the rv lead. No additional adverse patient effects were reported. This device was returned to boston scientific.